Event description:
It was reported that the arctic sun device was failed calibration for an error 2 (pre-warm inlet pressure error). A check of the pressure with the manifold open to atmosphere showed it remained stuck at -1.0 psi. They discussed this was indicative of a failed pressure transducer and requested a quote for depot repair and a loaner. Per sample evaluation results received via task on 16jan2025, it was reported that the loud noise emanating from device with circulation pump running. Tank seals worn out. Circulation pump outlet tube no longer holding diverter in place. Manifold harness had a pinched green wire. This wire was very close to shorting to the frame due to the insulation being crushed against the frame.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Pressure reading positive 1 psi with 0% cpc. Replaced pressure transducer. Loud noise emanating from device with circulation pump running. Performed pm procedure. Tank seals worn out. Circulation pump outlet tube no longer holding diverter in place. Manifold harness had a pinched green wire. Serviced circulation pump, mixing pump. Replaced heater, manifold o-ring, tank tubing, tank seals, manifold harness. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration for an error 2 (pre-warm inlet pressure error). A check of the pressure with the manifold open to atmosphere showed it remained stuck at -1.0 psi. They discussed this was indicative of a failed pressure transducer and requested a quote for depot repair and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.